Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. Based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed. A device history records (DHR) review was performed for the potential related lots and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler passed out during a pd treatment and had an infection that was potentially peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) during a ccpd treatment on his liberty select cycler on (B)(6) 2023 due to hypotension. It was explained the patient is hypotensive at baseline and when he uses 2.5% delflex for his pd treatments, he passes out due to a reduction of systemic fluid in the environment of chronic hypotension. The patient was safely disconnected from his cycler by emergency services and transported to the emergency department (ed). The patient was given fluids in the ed and released to home on the same day with no hospitalization. It was confirmed the patient¿s loc and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient reported to the outpatient clinic for follow up on (B)(6) 2023 with a complaint of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with acinetobacter ursingii and a wbc count of 9102/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to not wearing a mask or consistently washing hands during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip vancomycin was discontinued upon culture results. The patient is recovering from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is a nosocomial, opportunistic pathogen that transmits to susceptible groups such as the esrd population (2). Therefore, the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2023, during a follow up, a patient contact reported to fresenius this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler passed out during a pd treatment and had an infection that was potentially peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient experienced a loss of consciousness (loc) during a ccpd treatment on his liberty select cycler on 5/may/2023 due to hypotension. It was explained the patient is hypotensive at baseline and when he uses 2.5% delflex for his pd treatments, he passes out due to a reduction of systemic fluid in the environment of chronic hypotension. The patient was safely disconnected from his cycler by emergency services and transported to the emergency department (ed). The patient was given fluids in the ed and released to home on the same day with no hospitalization. It was confirmed the patient¿s loc and the associated ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient reported to the outpatient clinic for follow up on (B)(6) 2023 with a complaint of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2023 presented with acinetobacter ursingii and a wbc count of 9102/mm3. The patient was diagnosed with peritonitis due to a break in aseptic technique during ccpd therapy on the liberty select cycler at home. It was explained the patient admitted to not wearing a mask or consistently washing hands during pd treatments. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The ip vancomycin was discontinued upon culture results. The patient is recovering from this event as he remains asymptomatic. It was confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following this event.